Event description:
Received patient from or on epinephrine and milrinone gtts. Blood pressure labile, ranging from 40/20 to 100/50. When assessing gtt line, tape holding stopcocks to IV pole was very wet. Ns gtt chaser was barely connected to the stopcock with a lot of air in the lines; it was in the extension tubing and had backed up into both gtt lines. Stopcock closest to the ns gtt chaser was cracked and leaking. Removed broken stopcock, connected ns gtt chaser to next stopcock, and removed the extension tubing with air. Blood pressure was still very labile afterwards because of the air in the epi and milrinone tubing; 40 minutes later, required one minute of chest compressions and epinephrine. Pt ultimately recovered; cracked lines replaced.